Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended, the helix is stretched and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead could not be placed intra-operatively due to the helix's screwing mechanism not working. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead dislodged twice during implant, however on the third attempt, it was successfully implanted. The next day, the lead dislodged again. The lead was explanted and replaced.